Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888131 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The root cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis and fluid overload in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on that same day. The cause of peritonitis was unknown. Treatment was unknown and the patient was recovering. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient was readmitted to the hospital due to fluid overload, abdominal pain and cloudy effluent. Treatment was unknown. The patient was recovering from the events and remained hospitalized. Dianeal therapy was ongoing. Per the nurse, it was unknown if peritonitis was related to dianeal. The nurse did not comment on casuality for the event of fluid overload.